Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was found unresponsive and required medical attention. It was noted that the incident was related to respiratory issues. At this time, this device remains in service. No additional adverse patient effects were reported.